Event description:
On (B)(6) 2014, a patient received a lumbar spine exam on the hitachi oasis MRI system. On two scan sequences, the radiologist noted that the slice position annotation was displayed incorrectly. The slice position is defined in a sagittal image showing the lumbar spine with planned slice positions shown as lines overlaying the image. The axial images subsequently created from the sagittal reference were correctly positioned over the spine, but the position labels on the images are incorrect (offset by approximately 50mm). In addition, the slice location embedded in scan file is incorrect, so that when the file is transferred to a remote display console, the slice locations are displayed incorrectly on both the sagittal reference image and the axial images. All other scan series in the patient exam both before and after the two in question were displayed correct. The radiologist noticed the labeling discrepancy and did not use the images for review. No injury or misdiagnosis occurred. The site has used the scan protocol many times before and since without an error.

Manufacturer narrative:
The oasis is a 1.2 tesla open MRI system. The data from the site was evaluated on another oasis system at the hitachi office and the problem could not be duplicated. The data will be analyzed by hitachi engineering to determine the root cause of the problem.